Event description:
Report of explant of device system due to "infection (staph) mrsa device removed, IV meds" received per the annual device tracking report. Follow up with hcp revealed onset of infection was 2000 with drainage and incisional wound opening. Primary sites of the infection were the device pocket and the lumbar region. A culture was obtained with IV and oral antibiotics and total device explant. The infection was resolved and patient did not have skin suture removed.